Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 4000 mcg/ml of fentanyl at 626 mcg/day via an implantable pump for non-malignant pain. It was also reported that the pump was delivering an unknown dose and concentration of morphine. It was reported the patient missed a refill of their pump and their pump reservoir had been empty since (B)(6) 2019. It was reported they were not going to fill the pump and planned to program the pump to off state and replace at a future date. The pump off state code was provided. No symptoms were reported. On (B)(6) 2019 the rep reported that the patient had left town, missing their refill, and did not establish a contact with a new clinic to manage their pump for a period of 4+ months (of note, it was previously reported on (B)(6) 2019 that the pump had been empty since (B)(6) 2019). Therefore, the pump ran dry and failed. The patient's pump will be replaced on (B)(6) 2019. The issue was currently unresolved as of (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Event description:
Additional information was received via a company representative. It was reported that this was an unusual case. Replacement surgery had not occurred. It was scheduled twice with the last date being (B)(6) and then it was cancelled because the patient missed their pre-operation appointment. The physician decided he would not replace the pump and continue with intrathecal therapy because of patient non-compliance. It was further noted that there was no complaint to be resolved and the motor would stall if the pump was allowed to run dry for a period of time. It was further noted that the pump acted in accordance with the physician¿s expectations and the customer was warned several times by the account, both in writing and over the phone that missed refills could lead to pump failure. The device remains inside the patient was not available for return. The physician seen no need to return it for analysis as the pump behaved as expected and as outlined in the clinical documentation.the information was noted as having been confirmed with the account.

Manufacturer narrative:
B2 update: the initial report indicated intervention required which is no longer applicable regarding additional information received. H1 update: the type of reportable event has been changed from previously being a reportable serious injury to now a reportable malfunction regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.